Manufacturer narrative:
(B)(4). Evaluation summary: unique device identifier (UDI): (B)(4). The device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual and scanning electron microscopy imaging analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat a lesion in the mid common iliac artery with heavy calcification, a 9.0x40 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was advanced without resistance and inflated for the first time for additional dilatation; however, the balloon ruptured at 10 atmospheres. The armada 35 pta catheter was simply withdrawn from the patient anatomy. No further treatment was needed. Reportedly, the armada 35 pta catheter was prepped per the instructions for use prior to use without any issues noted. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.